Event description:
It was reported that pairing failure occurred. According to the reporter, on the evening of (B)(6) 2026, the patient didn´t have a glucometer to do fingersticks and has no extra sensors to use. About 2 hours after the sensor failed to pair, the patient was nauseous, vomiting and unable to walk. The spouse did not give any medication or treatment to the patient and called the paramedics. The paramedics arrived at about 7:00 am (B)(6) 2026. They took a fingerstick which showed a blood glucose (bg) reading of 695 mg/dl. The patient was not wearing a cgm sensor at that time. The spouse didn´t know what medication or treatment was provided to the patient by the paramedics. The paramedics took the patient to the hospital and the spouse followed shortly. At the hospital, the bg readings were about 700 mg/dl, 900 mg/dl and 1100 mg/dl. The patient was admitted to the intensive care unit (ICU). The spouse could not recall what medication or treatment were provided to the patient. The patient stayed at the hospital for about 24 hours and was discharged on (B)(6) 2026 1:57 pm. At the time of the call, the patient was weak and disoriented but better. The patient purchased a glucometer and his bg reading at the time of the call was 227 mg/dl. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - 4412 - movement disorder.